Event description:
It was reported that the patient was experiencing inadequate stimulation and was charging the ipg more often. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.